Event description:
Information received regarding the device does not address the patient's clinical status but notes that during the implant procedure, the device could not be interrogated and when placed in the pocket, no pacing was observed.